Manufacturer narrative:
Correction b5: medtronic received information that prior to use of an ap40 centrifugal pump, it was reported that during priming all seemed fine, then a leak of priming fluid was found below the circuit, so the customer checked all stopcocks and caps. Prior to initiation of bypass, air was found in the centrifugal pump. The customer clamped the line and replaced pump. During the handling of the device by the perfusionists, the crack on the device opened further and air sucked in. It was reported that the perfusionist was experienced and familiar with the handling of the ap40 out of the tray. The device was replaced. There was no patient involvement, so no adverse effect occurred. Correction d3: MFR name and address updated. Correction d4: lot # updated. Correction h6: fdd updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an ap40 centrifugal pump, it was reported that during priming all seemed fine, then a little leak of priming fluid was found below machine, so customer checked all stopcocks and caps. During initiation of bypass, massive air was found in the centrifugal pump, customer clamped the line and replaced pump. During the handling of the device by the perfusionists, the crack on the device opened further and air sucked in. Additionally, the perfusionist was said to be experienced and is familiar with the handling of the ap40 out of tray. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the qb-inlet port is broken off. Reason for return was confirmed. Correction d2: common device name updated correction d4: updated the model, catalog, serial/ lot number, and expiry dates additional info d9: device returned, and return date added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.